Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in (B)(6) 2015 that a wallstent biliary uncovered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat a malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, after reaching the target area, the physician attempted to deploy the stent. However, the tip of the stent did not fully open. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.